Manufacturer narrative:
Physio replaced the biphasic pcb assembly and the device passed performance inspection procedure and was returned to the customer. Physio observed electrical damage to the biphasic pcba. It was found that multiple parts and traces were gone and electrical shorting was observed on the h-bridge. The cause of the reported issue was electrical damage to the biphasic pcba.

Event description:
Physio-control received a report of a non-critical issue from the customer. During further evaluation of the customer's biphasic pcb assembly, it was observed that defibrillation energy was unable to be delivered. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.